Event description:
Unwitnessed fall from bed resulted in a femur fracture. The bed siderail was found on the floor detached from the bed. Mfg design: the bed assembly employs a male siderail portion and a rotating female bed frame coupling that are secured in place with a spring-loaded locking pin. When detached, the female coupling tends to rotate to a resting position about 180 degrees from its reattachment position. In this resting position, it is most likely for an operator to improperly reattach the siderail by inserting the male siderail portion into the rotated female coupling, preventing locking pin alignment and thus defeating securement.